Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The patient reportedly had been obtaining lower than expected blood glucose readings over the past 2 weeks. On (B)(6) 2011 evening, the patient's blood glucose levels were in the 200s mg/dl. The patient was bolusing with the pump and did not feel that his blood glucose levels were responding fast enough so he kept on bolusing with the pump. According to the pump's history the patient took 3 units at 4:11pm, 4 units at 5:46pm, 2 units at 8:49pm, and 3 units at 10:08pm (total of 12 units within approximately 6 hours time). By midnight, his friend contacted the ambulance. The patient's blood glucose results from 4pm to midnight were not provided. The emergency medical services (ems) tested the patient's blood glucose level and got 21 mg/dl. The patient was taken to the hospital, treated with IV glucose, given a meal, and then released the next morning. The patient was released with a 315 mg/dl blood glucose result. The patient took 5 units bolus to correct the 315 mg/dl and his blood glucose went down to 159 within 2 hours. The animas customer service representative noted that the patient was not using the ezbg calculator and insulin on board (iob) functions on the pump when the patient was bolusing on the night of the event. According to the pump's ezbg calculator settings, the patient should have taken 4.1 units for the 315 mg/dl result. The patient denied changes in activities; however, the patient started a new blood pressure medication approximately 1 week ago, has been having difficulties with thyroid, and reportedly needs an MRI. The animas csr reviewed the pump and noted there was no indication that the pump malfunctioned. Even though there was no indication that the pump malfunctioned and indication that the patient was over-bolusing since the patient was not using the ezbg calculator and iob functions of the pump, this complaint is still being reported because the patient reportedly received treatment for hypoglycemia.